Manufacturer narrative:
The complaint of complications during insertion was confirmed; however, the root cause could not be determined. One 20g nexiva IV catheter was provided for investigation. The needle tip was protruding through the catheter tubing near the midpoint of the tubing. The customer reported complications with catheter advancement, which was likely associated with the needle puncture damage. It could not be determined when or how the catheter tubing was punctured. The instructions for use (IFU) warns, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." There were no other similar complaints from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A nexiva 20g 1 in catheter was used to start an IV on an endo pt. The catheter went in the skin initially but then was met with resistance and the catheter would not advance. The patient stated it was hurting. The catheter was withdrawn from the skin and immediately noticed that the end of the needle was sticking sideways out the end of the catheter. It looked like the catheter had ripped apart from the catheter and was sticking out the side of the needle. The faulty catheter was packaged in it's original package, taped it up and put in a bio hazard bag and gave it to supervisor in spr. No harm came to the patient but he did experience pain from the malfunctioning catheter.